Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the moderately tortuous, heavily calcified, 90% stenosed, proximal left anterior descending (lad) coronary artery. A 3.00 x 8 mm nc tenku rx balloon dilatation catheter (bdc) was selected for the procedure. There was no issue and no leak during preparation. The bdc was advanced with no resistance felt to the lesion, crossed and upon the second inflation to 18 atmospheres the balloon ruptured. The bdc was removed for the anatomy. The procedure was completed without the use of another bdc because an acceptable level expansion was achieved. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.